Manufacturer narrative:
The investigational analysis has been completed. The device was inspected and the polyurethane (pu) margin was observed damaged and peeling on the proximal side of ring # 1. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors observed. The force sensor feature was tested and it was found to be working properly. Force values were observed within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. Both the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found to be within specifications. The catheter was irrigating correctly. No irrigation issues were observed. Deflection tests was performed and it was found to be within specifications. The catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the procedure, the pressure value could not be zeroed. The second catheter was used to complete the operation. No adverse patient consequences were reported. The force issue is not reportable. The potential risk it could cause or contribute to a death or serious deterioration in state of health is remote. This event is being reported because the bwi failure analysis lab (fal) received the device for evaluation on 9/8/2018 and fal findings dated 09/8/2018: polyurethane (pu) margin damaged and peeling on proximal side of ring #1. The issue of exposed internal catheter components is reportable. Awareness date was reset to 9/8/2018.